Event description:
It was reported during implant procedure that the left ventricular lead exhibited poor sensing and high capture thresholds. Subsequent attempt to reposition the lead resulted in helix damage. The lead was exchanged successfully. The patient was stable and asymptomatic.